Event description:
Information received by medtronic indicated that the insulin pump had multiple alarm. No harm requiring medical intervention was reported. The customer will continue to use the product.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 3 and pump error 54 alarm found on 09/30/2021. Pump passed the displacement test and self test. No pump error 3 and pump error 54 alarms noted during testing, however, pump error 3 confirmed in the history file sep 29, 2021 at 23:42 due to a software error and pump error 54 alarm (file #: 32122, line #: 1421) confirmed in the history file on sep 29, 2021 at 23:42 due to a software error. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and serial number label missing. Pump error 3 alarm confirmed due to a software error. Pump error 54 alarm confirmed due to a software error. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.